Manufacturer narrative:
H.6. Investigation summary: no samples were received for investigation of pr 8933333, in which the customer has suggested that leakage has been observed from the smartsite. The product in use at the time is reported to be a 2000e china from lot 23035350. Further information provided by the customer indicates that leakage was observed from the piston of the smartsite in each instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23035350 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that accessing the smartsite® with a needle will cause a leakage back through the hole due to the smartsite® piston not being able to reseal. The smartsite® is intended for use with a flat-tipped male luer lock or luer slip only and should only be accessed with a needle in an emergency situation. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to hospital on (B)(6) 2023.following the doctor's advice, intravenous infusion was given with an indwelling intravenous needle connected to a needle-free closed infusion joint.2023 (B)(6) 09:00 after the nurse gave intravenous infusion to the connected infusion set, the liquid was found to spray out from the joint of the needle-free closed infusion joint, and the needle-free closed infusion joint was replaced, and the patient and his family were explained, and the wet sheet was changed in time.

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to hospital on (B)(6) 2023.following the doctor's advice, intravenous infusion was given with an indwelling intravenous needle connected to a needle-free closed infusion joint.2023.8.29 09:00 after the nurse gave intravenous infusion to the connected infusion set, the liquid was found to spray out from the joint of the needle-free closed infusion joint, and the needle-free closed infusion joint was replaced, and the patient and his family were explained, and the wet sheet was changed in time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.